Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation: the instrument was found to have a broken distal clevis at the base of the clevis. The broken piece measured roughly 0.9020¿ x 0.2570 in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.